Event description:
It was reported that an unk physician attempted an arteriotomy closure with a starclose device after an unk procedure. The access site was the femoral artery. The vessel locator button did not stay depressed. The device was removed and hemostasis was achieved with manual compression. There were no pt effects. No add'l info was available.

Manufacturer narrative:
This event has been identified as a malfunction. Abbott vascular has initiated a corrective action. The device is expected to be returned for investigation. It has not yet been received.